Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was during use reported that cardiosave intra-aortic balloon pump (iabp) battery not holding charge. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified that the batteries were fully charged and were charging when plugged into ac. The fse reseated the console in the cart. The fse ran all performance and function tests.